Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. No additional details were provided on patient and devices.

Event description:
Country of complaint: (B)(6). It has been reported that there has been 5 patients who have been burnt over the last 3 to 4 months at (B)(6). Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm; gd672 / microspeed uni motor cable f/foot ctrl.; hs-220-13-t / toller fissure burr 50x1.6mm tc (pak5). All medwatch submissions related to this report are: 9610612-2017-00590, 9610612-2017-00615, 9610612-2017-00616, 9610612-2017-00617, 9610612-2017-00618.